Manufacturer narrative:
Voluntary medwatch mw5157948 was received on 26aug2024. Section a1: patient identifier was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
User facility medwatch received that states the patient experienced an extrinsic outflow graft obstruction (eogo) on (B)(6)2023. The eogo was caused by proteinaceous material that accumulated between the bend relief and the outflow graft of the device. There was exuberant hypodensity within the outflow cannula in the vicinity of the ventricular assist device (vad) pump, which was suggestive of chronic thrombosis. There was no fluid collection in the vicinity of the vad or outflow cannula.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 lists potential adverse events, including pump thrombosis that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. No further information was provided. The manufacturer is closing the file on this event.